Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case - no patient information will be reported. Parts were broken preoperative, unknown how or when they actually broke. Screws were not implanted/explanted. Device history records was conducted. The report indicates that the: manufacturing location: monument, manufacturing date: 04/06/2015, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tips appear to be sheared off of approximately 10 screws. This was noticed once the packages were opened; not used during a procedure. This is a veterinary complaint. This report is 11 of 20 for (B)(4).